Event description:
Philips received a complaint from a mechanical engineer (me) regarding a v60 ventilator indicating that, during preventive maintenance (pm), a ¿check vent: machine pressure sensor auto-zero failed¿ alarm message occurred. The device continued to operate as intended. There was no patient involvement at the time the issue was identified. The authorized service provider (asp) evaluated the device and confirmed the reported issue; however, the alarm could not be duplicated during functional testing. A review of the event log confirmed an occurrence of ¿check vent: machine pressure sensor auto-zero failed¿ (diagnostic code: 1109). As a corrective measure, solenoid valve 2 and solenoid valve 4 were replaced. Following the repair, the device successfully passed all required performance verification tests in accordance with philips standards and was returned to service. At this time, no further action is required. Should additional information become available, the complaint file will be reopened accordingly.

Manufacturer narrative:
H10: e1- (B)(6).